Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was concern with potential faulty batch of the foley catheter. The community nurse provided support and suprapubic catheter changes to clients in the area. One of an elderly client receives the foley catheter supplies from bright sky. On two occasions in the past (B)(6) 2025 has re-presented after approx. 2-3 weeks of routine change for re-insertion after finding the catheter had dislodged, on both occasions and the balloon had deflated. Hoping this can be escalated to the manufacturer to be further investigated. This patient was very elderly and has great caused stress and anxiety on both occasions. There was 10 affected quantity and fault was noticed on (B)(6) 2025. The batch number is myjw1774.

Event description:
It was reported that there was concern with potential faulty batch of the foley catheter. The community nurse provided support and suprapubic catheter changes to clients in the area. One of an elderly client receives the foley catheter supplies from bright sky. On two occasions in the past 02dec2025 has re-presented after approx. 2-3 weeks of routine change for re-insertion after finding the catheter had dislodged, on both occasions and the balloon had deflated. Hoping this can be escalated to the manufacturer to be further investigated. This patient was very elderly and has great caused stress and anxiety on both occasions. There was 10 affected quantity and fault was noticed on 24dec2025. The batch number is myjw1774.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.